Event description:
It was reported that while deploying a stent at 14 atm in the circumflex artery, an over inflation of the balloon was noted. A 50 cc syringe was used to deflate the balloon. No further procedural details were obtained.